Manufacturer narrative:
Surgery was chaged from laproscopic to an open procedure.

Event description:
Customer states that after all three firings were done to dissect the tissue, u-shape staple(s) was found remaining on the lung. Immediately the case was changed to the open surgery, incompleted staple line was reinforced by suture and the case was completed. U-shape staple(s) was retrieved, however the customer discarded it. As of (B)(6), last patient's status is good though it is under observation. No reinforcement material use in conjunction. Gender: not available. Age and weight: not available. Operating time extended: more than 30 min additional tissue resection: no. Over 500 cc bleeding.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of three reloads. Visual inspection of the cartridge revealed that loading unit 1 was fully fired. The anvil of loading unit 1 was bowed and the knife bar assembly was buckled. Additionally, loading unit 1 had damage to the cutting edge of the knife blade noted during microscopic inspection. Loading unit 1 was loaded into a post market vigilance instrument for functional testing. Loading unit 1 was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. Visual inspection of the cartridge revealed that loading unit 2 was fully fired. The anvil of loading unit 2 was bowed and the knife bar assembly was buckled. Additionally, loading unit 2 had damage to the cutting edge of the knife blade noted during microscopic inspection. Loading unit 2 was loaded into a post market vigilance instrument for functional testing. Loading unit 2 was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. Visual inspection of the cartridge revealed that loading unit 3 was fully fired. The anvil of loading unit 3 was severely bowed and the knife bar assembly was buckled. Loading unit 3 was loaded into a post market vigilance instrument for functional testing. Loading unit 3 was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.